Event description:
A caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to reset the pump as they did not have the charging cable and was advised to call back when ready to reset the pump after technical support provided the necessary instructions.